Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced recurrent low blood glucose while frequently selecting the ¿less than meal¿ announcement, which prompted a guided factory reset and reconfiguration of the ilet pump paired with a dexcom g7 sensor and inset infusion set, with education to resume standard meal announcements for optimal automation. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included the need for troubleshooting and user education without alerts, alarms, or hospitalization. Investigation included a technical review with guided factory reset, device setup verification, and user training on appropriate meal announcement usage and weight entry. Investigation of this case revealed pump maladaptation due to incorrect meal announcement behavior, with no device alarm function concerns identified. It was concluded, based on previously established findings for similar reports, that user interaction and use error related to meal announcement selection caused the event.